Event description:
In the course of a traumatic hip pain on the left side of the underlying h-tep from the year 1999, a ceramic head fracture showed up in advanced x-ray diagnostics, so that the indication for the h-tep change (planned for the mobile parts) was made. Intraoperatively, more than half of the worn cones resulted, so that with a firm acetabular component, the pe inlay, the head and shaft were changed.

Manufacturer narrative:
An event regarding  crack/fracture involving an unknown ceramic head was reported. The event was confirmed through visual inspection of the device.       Visual inspection: the reported device was not returned, however, photographs were provided for review. The photographs show an explanted, fractured ceramic head, in five parts. From the photographs provided there is evidence that the device is fractured, therefore the event is confirmed. Material analysis, functional and dimensional inspections could not be performed as the device was not returned. Even if the device was returned, the device was damaged and in its current condition would not be an accurate reflection of its original manufactured condition. Clinician review: a review of the provided medical records a clinical consultant indicated: on (B)(6) 2019 a revision left total hip arthroplasty femoral component and acetabular liner was performed for a diagnosis of fractured ceramic head, left. A translated operative report describes general anesthesia and an anterolateral approach. This note describes, ¿¿ retrieval of head fragments ¿ three-quarter of taper ¿ ground down ¿ stem change now necessary ¿ cup ¿ not ¿ loosened ¿ new 32 insert ¿ reamed for corail stem ¿ allograft to proximal femur ¿ 32/plus-5 biolox head by depuy.¿ uncomplicated surgery was described. There are no clinical or past medical history, no follow-up between 1999 and the 2019 surgery, no x-rays, and no examination of explanted components available for review. Based upon the information available for review, no determination regarding the cause of the ceramic head fracture occurring twenty years status-post implantation can be made. The description of the ¿ground down¿ stem taper could have been caused by abrasion by the harder ceramic head fragments. Examination of these components could clarify the causation of this clinical event. Device history review: could not be performed as lot code information was not provided. Complaint history review: could not be performed as lot code information was not provided.    Conclusion:  the exact cause of the event could not be determined because insufficient information was provided.  Additional information including device details, clinical or past medical history, follow-up between 1999 and the 2019 surgery, x-rays, and examination of explanted components are needed to fully investigate the event. If further information becomes available or the product is returned, this investigation will be re-opened.

Manufacturer narrative:
It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation.

Event description:
In the course of atraumatic hip pain on the left side of the underlying h-tep from the year 1999, a ceramic head fracture showed up in advanced x-ray diagnostics, so that the indication for the h-tep change (planned for the mobile parts) was made. Intraoperatively, more than half of the worn cones resulted, so that with a firm acetabular component, the pe inlay, the head and shaft were changed.